Manufacturer narrative:
(B)(4).

Event description:
New information received notes that device was found to be at eri/eol. It is not clear if the battery longevity was appropriate with the programmed settings.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during routine follow-up in clinic, patient mentioned about receiving inappropriate antitachycardia pacing therapy. Patient mentioned about repeatedly entering a room at the airport that the patient should not have entered with the device implanted. It was suspected that there was magnetic field in the room. Patient claimed about feeling fast heart beat during that time. The device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The reported inappropriate hv therapies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.